Event description:
Report from acct. States that protective cap very difficult to unscrew. Also states that frequently the set leaks at the male luer lock adapter after attaching to the IV catheter. States it is difficult to get the set tight. States they use a medex set that is very easy to use. No pt injury reported.